Event description:
A malfunction alarm was reported during the cartridge loading process of the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge correctly and successfully resumed insulin therapy.